Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a low bipolar impedance and that an atrial impedance lead warning had occurred. The polarity had been changed to unipolar but was reprogrammed back to bipolar, due to inappropriate mode switching because of far-field r-wave oversensing and pocket stimulation, with the device's automatic measurements. The lead remains in use. No patient complications were reported as a result of this event. It was later reported that bipolar impedance is low, unipolar impedance is higher than bipolar impedance, that polarity was programmed to unipolar, and chronic lead trend data collection was programmed off due to pocket stimulation. The lead still remains in use. No patient complications were reported as a result of this event.